Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported problem. As a precautionary measure, the fse replaced the front end board, calibrated the system, and the iabp passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that while in use on a patient, a triggering issue occurred with the cardiosave intra-aortic balloon pump (iabp) . The customer switched patient cables and said that the iabp started working fine. No adverse event was reported.